Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, unexpected restart error test and off no power test. No blank display or alarms noted. Displayable history crc check failed on startup alarm in the history due to corrupted history file. The device had cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a program alarm anomaly, an excessive no delivery alarm, signal too low alarm, watchdog set test failure, and a displayable history check failure from his/her insulin pump. The customer's insulin pump now has a black display. The customer's blood glucose level was 180 mg/dl. The product is being returned. Nothing further was reported.